Event description:
It was reported to medtronic neurosurgery that the physician found the edm device was leaking while performing a lumbar puncture during surgery. It was replaced with a new device to complete the operation.

Manufacturer narrative:
The returned system was patent and passed leak testing. Although proteinaceous debris was found in the male luer lock of the 12" blue stripe tubing and the proximal arm of the stopcock/mounting clip assembly was slightly bent (no cracking was present), these factors did not compromise the functionality of the device during analysis. It is unk how or when this damage occurred. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. It is unk what caused the reported event.